Event description:
It was reported that preloaded lens was opened and surgeon inserted provisc into the slot and attempted to advance lens into the chamber but encountered issue. Upon inspection under the microscope, the haptic was found folded and lens could not advance. It was suspected that the haptic had actually come away from the lens. A second lens was opened. The faulty lens did not touch the patient. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section d6a: not applicable as the device was not implanted. Section d6b: not applicable as the device was not implanted. Section e1: title, email address: unknown, information not provided. Section e1: telephone number:(B)(6). Section h3:the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: oct 06, 2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that the handpiece was received with the plunger rod overriding the lens stuck in the cartridge. Viscoelastic residue was not observed to be evenly distributed throughout the cartridge indicating that an inadequate amount of ovd may have been used which could contribute to the complaint issue. The cartridge tip was bent. No issues were identified with the lens module, device assembly, plunger rod, and plunger rod advancement. The lens was removed from the cartridge and cleaned revealing that the lens had edge damage and was scratched. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specification. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.